Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in room 4581. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found a piece of plastic tubing that is not part of the bed in the latch assembly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician removed the plastic tubing to resolve the issue. Based on this information, no further action is required.